Event description:
It was reported that this implantable device declared end of life (eol). At the beginning of this year, the battery longevity showed two years remaining, with only 8% pacing. The device had first declared elective replacement indicator (eri) last month, and then recently declared eol. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, it was reported from the field that the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
It was reported that this device declared end of life (eol). At the beginning of this year, the battery longevity showed two years remaining, with only 8% pacing. The device had first declared elective replacement indicator (eri) last month, and then recently declared eol. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.